Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 256 mg/dl. Customer would treat with insulin pen. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad traces. No display anomaly was noted. The functional testing could not be completed due to the unresponsive button. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.